Manufacturer narrative:
Product analysis: it was determined at analysis that the hanger was broken. Both output connectors were broken. Incoming test was performed on automated test system and passed. The lower case was cracked. The unit was cleaned and inspected. The hanger was replaced, the output connector assembly was replaced, the lower case was replaced. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
The epg returned for preventive maintenance subsequently tested out of specification during manufacturer¿s analysis. There was no patient involvement.